Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during a cholangioscopy in the common bile duct. According to the complainant, while trying to insert the guidewire into the scope working channel, the guidewire would not advance and the distal tip of the guidewire detached. In addition upon removal of the jagwire guidewire, coating damage to the guidewire was also noticed. No part of the guidewire fell into the patient. The device was removed and a terumo guidewire was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found the distal tip detached and damaged approximately 420 centimeters. There was presence of adhesive remnants on the core wire. Additionally, approximately 20 centimeters of the ptfe jacket was peeled, exposing the core wire. All of the outer diameter measurements were confirmed to be within specification. The reported event of guidewire tip detached was confirmed through analysis of the returned device. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during a cholangioscopy in the common bile duct. According to the complainant, while trying to insert the guidewire into the scope working channel, the guidewire would not advance and the distal tip of the guidewire detached. In addition upon removal of the jagwire guidewire, coating damage to the guidewire was also noticed. No part of the guidewire fell into the patient. The device was removed and a terumo guidewire was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
The reported event of guidewire tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.